Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The device distributor (B)(4) reported a device malfunction involving the aortic punch at a hospital. The clinician reported that while testing the punch prior to the surgery, the tip became stuck (jammed) when the activation button was pushed and would not release. There were no patient complications as a result of the reported malfunction. Another punch was used to complete the procedure. The punch was discarded and not returned to the manufacturer for analysis. The lot number is unknown. No additional information is available at this time.